Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient implanted with a neurostimulator for non-malignant pain. It was reported that the patient showed up to the emergency room and indicated that it felt like something broke and that he had shooting pain down the leg that felt like an electric shock. This pain led to the patient developing chest pains. It was noted that the patient¿s spouse had the patient programmer in her purse and she was not in the area. The patient said that the pain felt like the same pain he had before the stimulator was implanted. It was unknown if stimulation was on or off. It was also unknown what the patient was doing when this began. The hcp was to call back when he had the patient programmer. It was noted that this was a sudden change in therapy/symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.